Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (rmt281418j/11930056, plc271200j/12335614 and pxc121000j/12365265) to repair an abdominal aortic aneurysm. During the procedure, coiling at left internal iliac artery was performed. The coiling was unfinished and the coil was in left iia. The procedure was completed and the patient tolerated it. On an unknown date, the aneurysm enlargement (exact number unknown) due to a proximal type ii endoleak was confirmed. It was reported that the cause of the endoleak is due to inadequacy coiling in left iia. On (B)(6) 2014, an open surgery was performed to repair the endoleak with the aneurysm enlargement. All the devices were explanted and the vasculature was repaired with a bifurcated vascular graft. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)